Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hemorrhoidectomy procedure. The stapling device was being applied to the hemorrhoid tissue. The stapler fired and all the stapler wire was deployed, but the surgeon could only identify the staple line in the patient in the left hemisphere of the excised donut. Could not identify where the other half of the staples went because they were not present in the patient or the excised donut. In order to resolve the issue and complete the case, the surgeon had to manually excise the remaining hemorrhoid tissue with a scalpel. There was no patient harm. The patient outcome is alive, no injury.